Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported moisture under the lcd screen of their insulin pump. Customer's blood glucose was 78 mg/dl. The customer could not recall any significant events leading to the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.